Event description:
Clinical study. It was reported that 368 days after a coronary artery drug eluting stenting procedure the pt experienced a myocardial infarction (mi), and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.0mm, 75% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.00x24mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. Three hundred sixty-eight days after the initial procedure the pt experienced a q-wave inferior mi and required a tvr. The physician successfully placed two johnson & johnson cypher stents in the lesion. The pt was discharged 9 days later. In the opinion of the physician the relationship of the mi and the tvr to the taxus stent is probable. There was no restenosis of the taxus stent.